Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower auxiliary was unable to dispense the medication. When the dispense medication button was selected, no drawer opened, the blue dot plus icon cleared and the screen blinked. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where buprenorphine 8mg sl tab was unable to be dispensed. A technical support specialist (tss) witnessed the customer clicking on the blue dot to add the item and then clicking the dispense medications button. The screen blinked and the plus sign cleared. In the populate buttons screen, no failed drawers were found, and all zones were enabled. It was found that the item was assigned only to bin 02 03. In myqlink (mql), the patient medication orders had an order ID, and in the mql transactions, the items last dispensed status corresponded to the respective order ID. No relevant information was found in the windows application logs. The customer was guided through restarting both the all in one (aio) and the cabinet. The tss informed the customer that the order quantity was 0.5, but the item was not set in mql to be issued as fractions, and stated that the customer enabled the single dose, auto waste item feature for item ID 10044 to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower auxiliary was unable to dispense the medication. When the dispense medication button was selected, no drawer opened, the blue dot plus icon cleared and the screen blinked. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.